Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via merlin.net with noise which did not trigger inappropriate therapy. The noise was not reproducible with isometrics. There were no other electrical anomalies. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.